Event description:
Reportable based on device analysis completed on 03feb2025. It was reported that the catheter was kinked. The target lesion was located in the stenosed left circumflex artery. A 6f guidezilla catheter-guide extension was selected for use. During the procedure, it was noted that the catheter was kinked. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the collar weld plate was separated, and the ends of the separation were damage.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter address: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the collar weld plate was separated, and the ends of the separation were damage. Based on the evidence, the as reported code of "shaft kinked" can be confirmed as the collar weld plate separation found during the analysis since the ends of the separation were damage. It is most probable that the device was kinked prior to separation.